Manufacturer narrative:
Date of event: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that the bd vacutainer® urine complete cup kit experienced filling issues. No report of serious injury or medical intervention.